Event description:
When a package was opened, a centralizer's wing had splintered. Doctor removed this splinter and used it because if doctor used without wing type, a stem can't take alignment.

Manufacturer narrative:
It was noted that the device is not available for evaluation because it was implanted. Additional information has been requested and if received, will be provided in the supplemental report. Device implanted.

Manufacturer narrative:
Manufacturing date corrected. An event regarding crack/fracture involving an exeter centralizer was reported. The event was confirmed. Pictures were provided by the customer and indicate that the body of the centralizer is broken. A device history review indicated all devices were manufactured and accepted into final stock with no reported discrepancies, a review of the complaint history database shows that there have been no similar reported events for the subject lot code. The event was confirmed from the pictures provided and the information received from the sales rep.

Event description:
When a package was opened, a centralizer's wing had splintered. Doctor removed this splinter and used it because if doctor used without wing type, a stem can't take alignment.